Event description:
It was reported that the subject device had white spots on the image. The issue was found during cleaning and disinfection. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a2, a4, a5, a6, b5, b6, b7, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: shaking the cable generates interference waves in the image. Based on the results of the investigation, it is likely the following led to the malfunction: shaking the cable generates interference waves in the image due to cable failure caused a communication failure, resulting in interference waves in the image. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had white spots on the image. There were no reports of patient harm.